Manufacturer narrative:
H6: investigation summary 79 representative samples were returned for investigation. It was reported that there was a continuous inability to flush the tubing. An investigation was performed. The smartsites were attached to a bd syringe and flushed. 11 of the 79 samples had difficulty flushing. The failure was able to be replicated for 68 samples. A device history record review for model 20039e lot number 20075476 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA 1998036 (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. See h.10.

Event description:
It was reported that smallbore 6 inch ext vlv tubing was occluded. The following information was provided by the initial reporter: material no.: 20039e batch no.: 20075476 it was reported the staff is experiencing a continuous inability to flush the tubing. Verbatim: we are continuing to have issues with the smart site extension tubing and the inability to flush the tubing. It seems to be all of the same lot number.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smallbore 6 inch ext vlv tubing was occluded. The following information was provided by the initial reporter: material no.: 20039e, batch no.: 20075476. It was reported the staff is experiencing a continuous inability to flush the tubing. Verbatim: we are continuing to have issues with the smart site extension tubing and the inability to flush the tubing. It seems to be all of the same lot number.